Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that during the index procedure the stent graft was deployed as per IFU. The handle was turned counter clockwise but the physician was unable to pull down the handle. However, the stent graft was successfully deployed by pulling the handle numerous times and the delivery system was retracted. The final angiogram indicated no endoleaks and the procedure was completed. The deployment of the tip capture was checked outside the operating field and was found to have no issues. Per the physician, the cause of the event is suspected to be device malfunction. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.